Event description:
The hosp staff was preparing for a planned cardioversion procedure. When the device was turned on, the service indicator illuminated. The staff obtained another device to use for the procedure. There were no adverse affects reported as a result of device use.